Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to low blood glucose. Customer's blood glucose was over 40 mg/dl. It was reported that customer was shaking. Customer was treated with glucose gel. Insulin pump passed self-test and displacement test. Customer reported that belt clip and battery cap were damaged. Supplies would be replaced.